Event description:
During an acl reconstruction with btb technique, (bone plug diameter-10mm, femoral tunnel - 10mm), surgeon decided to use biosure ha screw, size 9mm for the femoral fixation, taped with 9mm, during the surgery, the screw was not able to attach and came out together with the screw driver and notice breakages with the screw track.

Manufacturer narrative:
Evaluation of the screw shows the threads are damaged it cannot be confirmed if the screw is totally intact. The returned screw was checked dimensionally and was found to meet the print specification for length and diameter. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and no abnormalities were reported with this product during manufacture, all components passed all manufacturing and quality verifications. Based on the evidence provided and the isolated nature of this occurrence, no root cause related to the manufacture of the device can be established. (B)(4).